Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV and radial folds via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
A patient reported ¿a problem, presented capsular contracture," one year after implantation. Cancer history in the family (8 cases of death from cancer) was reported and the patient ¿is very concerned¿. Later, healthcare professional reported a side capsular contracture. The device was explanted.

Event description:
Patient "is very concerned."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.